Event description:
It was reported that when stimulation was turned on, there was a loss of therapeutic effect. This occurred following an unrelated, elective radiation procedure. It was further reported that the symptoms were mania and torsion of the feet. It was reported that pt was admitted to the hosp. Add'l info has been requested, but was not available as of the date of this report. Please refer to MFR report# 3004209178-2010-05704.

Manufacturer narrative:
(B)(4).